Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to position sensor was not functioning correctly. A field service engineer replaced sensor but during the replacement process, the drawer fell off the cart and onto the floor. A field service engineer replaced broken hh drawer to resolve. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank because the reported issues were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system drawer 1.1 failed to open. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.